Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip replacement, the sterile package of the femoral head was damaged. This lead the surgeon to choose a different sized implant to complete the surgery. The patient ended up tight and long. No further medical intervention has been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. . Evaluation of the returned product confirms the sterile packaging (blister) is damaged along with the plastic bag. Therefore, the reported event is confirmed and sterility of the product is intact. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event is likely to be damage during transit. The reported event is being addressed in a corrective action. As part of this corrective action, the pouch is being improved to use a stronger material (nylon) and foam end caps are being added. Also, the orientation the devices are packed inside the shipper box is being moved from vertical to horizontal and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.